Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. Upon revision, fluid loss was observed at the tubing right above the pump; therefore, the aus was removed and replaced. No additional patient complications were reported.